Manufacturer narrative:
Submit date: 09/30/2017 an investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the blue connector for the connecting tubing came off.

Manufacturer narrative:
There were no physical samples or photographs submitted with this complaint report. The complaint shall be reopened if a sample is received. The device history record (DHR) could not be reviewed because the lot number reported by customer (B)(6) was invalid. As no physical sample was received for this report; the root cause of the reported condition stated by the customer could not be determined. No corrective actions are deemed necessary at this moment due to the reported condition could not be confirmed. We will continue monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.